Event description:
Note: this report is being filed for the first of three complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-05427 and 3005099803-2009-05429 for the associated devices information. It was reported to boston scientific corporation that a rapid exchange biliary stent system, a wallstent rapid exchange biliary stent, and a hydratome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct of a female pt (age and weight unk). After successful cannulation with the hydratome and dilation of the stricture with a hurricane balloon; the wallstent rapid exchange biliary stent system was advanced to the target site with difficulty. The stent would not deploy and as a result the system was removed from the pt. Upon removal, it was noted that the stent wires were sticking out form under the stent covering catheter, but the stent wires did not perforate the catheter. A rapid exchange biliary stent system was then advanced with less difficulty to the target site. This stent was also unable to be deployed and the system removed from the pt. Upon removal, it was noted that the system was stuck on the hydratome's guidewire and the stent system's guide/pullwire was sticking out of the guide wire exchange port. The clear guide catheter detached from the green push catheter remaining inside the green push catheter allowing the delivery system and stent to be removed in one piece. Also noted, the guidewire was stripped. The procedure was completed using a new hydratome guidewire and another rapid exchange biliary stent. There were no pt complications as a result of this event. The pt's status post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - damage, internal/external. The device has been received; however the evaluation has not yet been completed. Preliminary evaluation results state the stent wires perforated through the sheath. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed. (B)(4).